Event description:
It was reported the lead dislodged due to lead length. The lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).